Event description:
The olympus representative reported the suction channel on the evis lucera elite bronchovideoscope malfunctioned. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the forceps plug mouthpiece was scraped. This report is to capture the reportable malfunction of the forceps plug mouthpiece was scraped noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. Poor continuity of the insertion part was observed. There was dirt on the tip cover that was difficult to remove due to handling (insufficient cleaning). The bending angle was insufficient due to the elongation of the angle wire. The flexible tube of the insertion section was crushed due to external factors. Dirt was difficult to remove was found on the bending section cover due to handling factors (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.